Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) was attempted to be implanted and mapped in multiple locations. Upon moving to another location, the helix of the lp sprung. The lp was implanted however was then explanted due to the patient going into afib. 3 cardioversions were attempted during the case, but patient didn¿t convert. A new lp was implanted. The patient was in stable condition.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device found the outer helix stretched out of specification and no anomaly on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the atrial leadless pacemaker (alp) was attempted to be implanted and mapped in multiple locations. Upon moving to another location, the helix of the alp sprung. The alp was exchanged for a new device. While attempting to implant the new alp, the patient went into atrial fibrillation. Three cardioversions were attempted during the case, but patient did not successfully convert. The implant attempt was abandoned. The patient was in stable condition.